Event description:
The manufacturer received information alleging a ventilator's lcd screen was cracked. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd screen was found to be cracked and not visible. The device's lcd screen was replaced to address the issue.